Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within five minutes after starting treatment with a polyflux 14l dialyzer, the patient experienced emesis. It was reported ¿the patient was allergic to the dialyzer¿. The patient received intravenous dexamethasone 3 mg and 20 ml 50% gs. It was reported the patient symptoms were in ¿remission¿. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.